Manufacturer narrative:
The customer's test strips were requested for investigation. One remaining test strip was provided by the customer for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field. Occupation - the occupation is patient/consumer.

Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). At 4:23 a.m., a sample from the patient was tested using the meter, resulting in a value of 7.4 inr. The patient went to the emergency room and a sample from the patient was tested at 5:00 - 5:30 a.m. Using an unknown laboratory method, resulting in a value of 4.7 inr. No treatment was provided to the patient for inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.